Event description:
It was reported that following a sub-urethral sling procedure, the pt developed bilateral abscesses formation on both sides within four months of each other. Both abscesses were drained and excised and wound healing was expected to take 3 months for both occurrences. The surgeon reported that the tissue was cut off at the skin. The skin ans subcutaneous tissue were tented up and buried as far as possible away from the skin leaving the tissue between the subcutaneous fat layer and the rectus sheath. The drained material was sent to the labs however didn't produce a culture. No further complications were reported.